Event description:
It was reported that the balloon could not be seen under fluoroscopy. The target lesion was located in the left anterior descending artery. A 2.50mm x 20mm emerge balloon catheter was advanced to the lesion and the balloon was inflated. An unspecified contrast mixture was used however during the case the balloon and its unspecified were not visible under fluoroscopy. The device was "re prepped" three times but still could not be seen under fluoroscopy when it was inflated. The device was removed. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that a 50/50 ratio of visipaque contrast was used. The marker band was visible during the first preparation. A syringe with the contrast was put on the hub and aspirated to try to "reprep" the device while inside the body. No noticeable problems were noted when the device was removed from the patient.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).